Event description:
Indication: common variable immunodeficiency, unspecified. Patient reports that the nurse has been getting error messages when trying to infuse med. She can start the infusion with the curlin pump but is unable to finish using the pump and needs to switch over to gravity tubing. She has even been using filter tubing and keeps getting error messages one after another. No adverse event, missed doses or interruption to therapy reported as the infusion is able to be completed. Serial number: (B)(6) maintenance due date: 02/2024. Pump is being replaced. Pump associated with event to be returned. No further info. Reported to cvs/caremark by: patient/caregiver.